Event description:
End-user stated that she sought medical attention on (B)(6) 2023 around 6:00am at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of lo. A normal result for that time of day is usually around 147mg/dl. The end-user stated that she performed another test with her prodigy meter and received a result of 400mg/dl. End-user stated she started feeling dizzy then called paramedics. End-user stated that no food drink or medication was consumed while waiting for paramedics to arrive. Paramedics arrived within 15 minutes, tested the end-user with their meter, and received a result of 110mg/dl. The paramedics did not test the caller with her prodigy meter. End-user stated that she did not go to the hospital and received no treatment. End-user stated that she was told to contact her primary doctor. Additional information was not provided.